Manufacturer narrative:
The device is not available for investigation. A review of the device history record is pending.

Event description:
The complaint/event involved a microclave¿ connector that reportedly contained an unknown black residue in the transparent cavity of the device. This issue was noticed when the medical staff was about to embed the indwelling needle for the patient, and after opening the sealed packaging of the infusion connector device. The use was discontinued and replaced with a new one. The medical staff detected it in a timely manner. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
No 01c-c3300 product samples, videos or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. The device history review for lot number 14040943 was reviewed and there were no non-conformances found that would have contributed to the reported complaint.